Event description:
It was reported that the patient felt a burning sensation when charging the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was removed and replaced. There were no reported complications postoperatively, and the patient was noted to have recovered.